Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-apr-2026, a sales representative reported via (B)(4) that an ar-2924bch biocomposite 2.4 mm mini hip pushlock did not function as intended during a surgical procedure. Upon insertion, the anchor failed to capture as expected. When the inserter was unscrewed, the anchor began to back out and subsequently fractured. The issue was identified during the procedure. Additional information was received on 07-may-2026: this occurred on (B)(6) 2026, during a hip labral repair procedure. It was reported that all fragments had been retrieved. The procedure was completed using a replacement anchor, ar-2924bch, which functioned as intended. The case was delayed approximately 5 minutes, and additional anesthesia was administered to the patient.